Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on (B)(6)2010 revealed the patient had died. Of note, the reportable malfunction is normally submitted via a (B)(4) medwatch report submission that would have been due on (B)(6)2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report. Evaluation summary (B)(6) no anomalies found. Full lead returned and analyzed.

Event description:
It was reported that at a device upgrade surgery, the physician was unable to advance the 4194 lead into the lateral cs branch. Follow up with the clinic later revealed the patient died 18 days later. The nurse reported "the patient was pretty sick." On (B)(6)2010, patient became unresponsive, pea noted, and patient was resuscitated. Hcp felt was due to vasopressor effect - device interrogation showed no events. On (B)(6)2010, pea occurred again with resuscitation. Device fired 5 times during the code. Hcp suspected corpulmonale with acute respiratory failure due to cardiorespiratory arrest and aspiration pneumonia (cultures grew psuedomonas and enterobacter). On (B)(6)2010, patient died with cause of death reported to be severe respiratory issues, pneumonia, copd, and severe heart failure. There is no allegation by the health care professional that the death was device related.